Event description:
The rptr stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the pt's right eye on (B)(6) 2008. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens was exchanged for a toric lens with slightly different size. Pt's last visit on (B)(6) 2011, bcva was 20/20.

Manufacturer narrative:
(B)(4) secondary surgery. (B)(4) vaulting, low. (B)(4).